Manufacturer narrative:
A ge svc representative performed an onsite investigation. The high voltage (hv) cable was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system experienced an immediate error followed by an un-commanded shut down. There is no report of a pt injury or death associated with this event.